Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair is shutting down when going a short distance.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Per the expanded evaluation report, the reported issue of the chair shutting down while driving was not able to be duplicated. The chair drove properly, without hesitating or incurring an electronic fault. Further, the batteries maintained sufficient charge to operate properly. As the chair did not shut down, the reported issue of the chair making a ¿clunking¿ noise just before shut down also was not confirmed. However, it was found that the chair made a light knocking noise while driving. The likely source of the noise was determined to be tire noise resulting from tread wear. The tire noise likely had no impact on the functionality of the device.

Event description:
Chair is shutting down when going a short distance.